Event description:
It was reported that patient experienced a surgical scar on the areola area following a treatment using icon. A week post treatment, area had peeled and hypopigmented.

Manufacturer narrative:
A device evaluation was not performed since site was not responding to requests. It is believed treatment guidelines were not followed per labeling. Labeling instructs users to ensure that the handpiece window is held in firm, direct contact with the treatment site and xd microlens should be used with firm compression of one to five seconds. This is a reportable adverse event due to the scarring that is potentially permanent.